Manufacturer narrative:
Medical devices continued: 4469 competitor lead implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced occasional periods of asystole resulting in lightheadness and shortness of breath. The right ventricular (rv) lead dislodged and there was non capture and intermittent capture. The lead was revised and remains in use. No further patient complications have been reported as a result of this event.